Event description:
It was reported that the patient presented in-clinic for an initial implanted procedure. During the procedure it was noted that the right-ventricular (rv) lead exhibited low pacing impedance, r-wave amplitude variation. It was then found that there was helix rotation issue and failed to extend. As a resolution the rv lead was not implanted and a near at hand replacement was implanted instead on (B)(6) 2025. The patient condition was stable.

Manufacturer narrative:
The reported event of r-wave amplitude variation and low pacing impedance was not confirmed, while the reported helix mechanism issue was confirmed. A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing showed no conductor fractures or internal shorts. X-ray inspection revealed a stretched and damaged inner coil at the distal tip, consistent with procedural damage. Although the inner coil was damaged, the helix could be extended and retracted to full specification after cleaning and applying torque to the connector pin. The cause of the reported event was isolated to blood/tissue in the helix region and procedural damage to the inner coil.